Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they thought they let the battery fully discharge. It was stated that the battery charged, but they can't get the implant to re-activate via the programmer. However, the patient could not be found in the system of the manufacturer and the serial number is unassigned. Indication for implant is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.